Event description:
It was reported that the keypad is peeling and torn at the top and bottom, which affects the contrast and ok buttons. It was also reported that the pump is unresponsive when the contrast and ok buttons are pressed.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.